Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain: abdominal pain"), migraine ("migraines/headaches") and inflammation ("inflammation"). The patient was treated with surgery (hysterectomy(partial) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the migraine and inflammation outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, inflammation, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure dates of insertion initial summons ((B)(6) 2016) and newly received ppf ((B)(6) 2016) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: plaintiff fact sheet received. Events - migraine and inflammation were added. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain: abdominal pain"). The patient was treated with surgery (hysterectomy(partial) on (B)(6) 2018). At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure dates of insertion initial summons ((B)(6) 2016) and newly received ppf ((B)(6) 2016) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported injury nos replaced by new events dysmenorrhea (cramping),pain: pelvic/abdominal pain and their outcomes added as recovered / resolved. Patient dob added. Reporter information and product indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.